Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 503mg/dl, despite correction boluses and correction injections. Customer declined troubleshooting indicating that they have troubleshooted in the past, and pump was functioning as intended. Recommendation was made for the customer to consult with healthcare provider regarding their bg levels. Customer indicated that their wife is in communication with the endocrinologist. Tandem technical support will also inform the customer's clinical educator about this event.